Event description:
This past spring, the patient had a cemented femoral stem, which fractured distal to the cut surface of the bone (right distal femoral replacement), able to rebuild the distal femoral replacement with a small distal femoral replacement, brought in by the link company. This patient has a history of multiple surgical procedures starting approximately 26 years ago, when the patient had an osteosarcoma of the distal femur which was removed and reconstructed with an osteoarticular allograft. Thereafter, this prosthesis got loose and it was revised by way of a total knee replacement approximately 7 years later. Multiple procedures followed resulting in this 5th procedure. Manufacturer response for link knee and femoral replacements, link (per site reporter): no response yet.